Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse replicated the reported issue since he found the tilepro quickclick feature was enabled on the surgeon side console (ssc) touchpad, which resulted in the mirrored image. The fse selected the tilepro visible icon on the ssc touchpad in order to restore normal image orientation. The system was tested and verified as ready for use. The probable root cause is attributed to incorrect system configuration, specifically the tilepro quickclick feature being enabled, which resulted in the mirrored image display.

Event description:
It was reported that a recurring issue with the image display, described as multiple mirrored images on both the high-resolution stereo viewer (hrsv) and vision side cart (vsc) monitors, was encountered. Prior to contacting technical support, basic troubleshooting steps such as restarting the system and using a spare endoscope were attempted but were unsuccessful. The technical support engineer reviewed the system error logs but found no errors related to the issue. Despite performing a hard power cycle as advised, the problem persisted. The fiber optic communication cable between the endoscope controller and the video processor was re-seated following further guidance. Additionally, the fiber cable between the core and the video processor was re-seated. After these actions, the image issue was resolved. The procedure continued as planned with no reported injury with a 30-minute delay and an equivalent extension of anesthesia time. Isi followed up with the initial reporter and obtained the following additional information: the event occurred while the surgeon was performing a low anterior resection and was in the middle of the procedure, though the exact task could not be recalled. There was no uncontrolled motion of the endoscope, nor was there a reversed control on the system arms. A 30-degree endoscope was installed in a down orientation, and the surgeon confirmed the desired orientation upon installation. An indication of the image orientation was provided via the user interface. The endoscope and its adapter/base were engaged, in sync, and attached without any observed damage, such as missing screws or components. The endoscope was not manually rotated 180 degrees prior to the event, and the endoscope is not available for return to intuitive surgical, inc. (Isi) for evaluation.